Manufacturer narrative:
Other applicable components are: product ID 8780 (B)(4), implanted: (B)(6)2017, explanted: (B)(6)2017, product type: catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-oct-03. Regarding the location of the infection, the patient reported that she had two infections: one at the pump and the other at the catheter site. The patient stated she was told that the catheter site infection probably occurred during implant. It was stated that no other symptoms were noticed besides the bubble. It was not applicable if the symptoms were sudden or gradual. The patient could not remember the strain of infection. It was reported that prior to system explant, the healthcare provider withdrew fluid from the bubble; however, the bubble never decreased. The patient had blood work and said she was told high white blood cell count. It was stated that she received intravenous anti-biotics post-surgery and when she was discharged she had a pic-line and continued with intravenous antibiotics at home from (B)(6)2017. The patient had two follow-up appointments afterwards and was told both times that the infection had cleared. No further complications were reported.

Manufacturer narrative:
Event date is an estimation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug at an unknown concentration, dose and frequency via intrathecal drug delivery pump for spinal pain. The patient had a pump infection which was confirmed, the following infection symptoms were reported: swelling, patient reported a bubble filled with fluid around the site. The patient said that she noticed the bubble about two weeks prior to having the system removed. The patient reported a total system explant. It was reported that the infection was resolved. The patient services specialist (pss) left a voicemail for the patient regarding additional questions about the infection: what was the location of infection, were there any other symptoms besides the bubble, were the symptoms sudden or gradual, strain of infection, besides total system explanted any were there any other interventions. It was noted that the patient called back to speak with the pss and left a voicemail. No further complications were reported.